Event description:
As reported by the user facility ((B)(4)): patient returned to the hospital, saying that his easypump was already empty on tuesday-evening, instead of wednesday-afternoon (14.00h). This means at least 12h too early.

Manufacturer narrative:
(B)(4). We received one used, empty easypump ii lt 100-50s without packaging. The sample was connected to a line with a port needle and a syringe from bd. The received sample was visually inspected. We detected a crack at the lli-cone. In as-received condition the white clamp was closed. The original wing cap was not assigned by the customer. Additionally, the sample was filled with nac1 0.9% up to the nominal volume and a functional test, a leak test was carried out. After opening the white clamp and waiting for a while the pump worked (solution was running). Leakages were not detected at the sample. Furthermore, we tested the flow rate of the received sample. Nominal: 2ml/h. Actual: 2.5ml in 1 h; 4.4 ml in 2 hrs; 6.3 ml in 3 hrs. During the test of the flow rate we did not detect any leaks at the sample. The flow rate is within our specification. We have informed our manufacturer accordingly. Reviewed the device history record and no abnormalities found during in process and final control inspection. (B)(4).